Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the nose tube and the mid-section were coming apart. Therefore, the reported condition was confirmed. It was determined that this condition was due to the loctite breaking down over time. The assignable root cause was determined to be due to normal wear over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the attachment device was coming apart at the mid-section and at the nose tube. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Please note that the incorrect date of manufacture (dom) was inadvertently entered into the initial medwatch report. Upon further investigation the correct dom (may 20, 2014) has been obtained and entered in this supplemental medwatch report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.